Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced dyspnea and inadequate measurements were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and cardiac perforation from the rv lead resulting in pericardial effusion was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating loss of capture was observed on the right ventricular (rv) lead. The physician suspected the cardiac perforation and loss of capture were due to rv lead migration. The rv lead was explanted to resolve the event. The patient was in stable condition.